Manufacturer narrative:
No UDI information is available, the device was manufactured before UDI implementation. Process of gathering and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
While staff were transferring a resident from bed using a maxi move lift, the frame of the device suddenly descended. The nurse immediately held the spreader bar, preventing it from striking the resident. No injuries occurred.

Manufacturer narrative:
Customer address was updated. The event involved a maxi move lift over 11 years old (manufactured on 10 december 2014). The device history record was reviewed. The device passed all required tests before being released for distribution. The device is customer-owned and has been serviced by 3rd part service provider (no arjo). The general condition of the device was assessed as poor due to its age. Based on the information provided and the results of the arjo post-incident inspection, the root cause of the reported event could not be established. The technician was unable to reproduce any drop or uncommanded lowering of the spreader bar. Instead, the lift operated for approximately one minute before shutting down. Although the display initially indicated sufficient battery charge, it subsequently switched to a low-battery warning. This behaviour is consistent with worn batteries; however, battery depletion does not cause downward movement of the lift, as powered motion ceases when battery power is lost. The actuator of this maxi move unit is designed to hold its position even in the event of a power loss. The manufacturer confirmed this by testing battery removal while the lift was descending; the movement stopped immediately, as intended. According to the maxi move instructions for use, IFU 001.25060.en rev. 13 from jan 2014, "arjohuntleigh recommends that the maxi move be maintained at regular intervals." ¿the expected operational life of your arjohuntleigh lift is ten years from the date of manufacture.¿ ¿battery life is variable (2-3 years) and is influenced by proper charging practices and load exertion.¿ ¿your lift is equipped with an audible warning device, which will make a noise when the battery discharge indicator on the handset displays a low battery icon.¿ ¿to ensure that the maxi move is always ready for use, it is recommended that a fully charged battery pack always be on hand. Do this by having additional battery packs available and keeping one charging while the other is in use.¿ as the issue could not be reproduced and no functional malfunction was confirmed, the root cause cannot be linked to any specific component. The arjo device was being used during patient handling at the time of the event and therefore was involved in the reported event. The device was not performing as intended. The complaint was deemed reportable due to the allegation of sudden descent (drop).